Manufacturer narrative:
Additional information has been requested. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with an edwards surgical valve had been placed underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.